Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, missing end cap address label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. Customer's blood glucose was 94 mg/dl. Insulin pump would need to be replaced.